Manufacturer narrative:
Analysis of the ins (s/n (B)(4)) found no anomaly.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3550-39, lot # n271118, product type accessory; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger. (B)(4).

Event description:
The nurse practitioner reported the patient¿s generator wouldn¿t hold a charge for over a year. A company representative was requested to see the patient. It was later reported the patient tried charging the battery but couldn¿t get the device/implantable neurostimulator (ins) to turn on. The caller didn¿t have all the information. There were no patient symptoms reported. The indication for use was post lumbar laminectomy syndrome. Further follow-up is being conducted to obtain more information. If additional information is received, a follow up report will be sent.